Manufacturer narrative:
The subject product was returned and evaluated. The returned sample was received with no tacks remaining, bent backup tabs, a missing feed follower and the feed spring was exposed from the cannula. The feed follower functions as a physical stop to the last tack. The exposure of the feed spring is consistent with repeatedly actuating the device after all of the tacks have been deployed. As was reported, the optifix was being used for demonstration purposes in the sales rep's office and all of the tacks had been deployed. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
As reported by the davol sales rep: the optifix fixation was being used for testing in the office. Triggering of the pins was followed as per instructions for use and according to specifications. Several pins were placed very well in the cardboard underlayer, however the system started jamming afterwards and one of the pins was not placed correctly. Only after repeated attempts to trigger the optifix system, the pins were freed and the device could be used as normal and the magazine was emptied. The subject product was returned and the feed spring was exposed, with the white feed follower missing. Bard/davol reached out to the sales rep who confirmed that they did not identify the feed follower to have come free and cannot confirm if was attached, was not attached. Or had fallen off at some point during the demonstration.

Manufacturer narrative:
The subject product was returned and is currently being evaluated. A review of the manufacturing records was performed and found that the lot was manufactured to specification. A follow up MDR will be submitted once the evaluation has been completed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported by the davol sales rep: the optifix fixation was being used for testing in the office. Triggering of the pins was followed as per instructions for use and according to specifications. Several pins were placed very well in the cardboard underlayer, however the system started jamming afterwards and one of the pins was not placed correctly. Only after repeated attempts to trigger the optifix system, the pins were freed and the device could be used as normal and the magazine was emptied. The subject product was returned and the feed spring was exposed, with the white feed follower missing. Bard/davol reached out to the sales rep who confirmed that they did not identify the feed follower to have come free and cannot confirm if was attached, was not attached. Or had fallen off at some point during the demonstration.